Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel on a bd ultra-fine insulin syringe was found cracked which could lead to leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one loose 1/2cc, 12.7mm syringe. Customer states that the barrel was cracked. The returned syringe was examined and exhibited cracks in the barrel running from the 9-28 unit markings. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal.